Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 1.8, res vol 57.2, given 42.4. Unknown if air in. No further information available.